Manufacturer narrative:
Date rec¿d by MFR: 03may2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer reported cycling the unit for 4 hours without the error recurring. The customer believed a coat draped over the unit caused the alarm. The fse recommended that the customer stress the blower while monitoring the pneumatics screen. The customer was also provided with revision k of the service manual. The customer reported running a stress test on the blower. The blower temperature remained at 60 degrees celsius without the error recurring. The unit was returned to service. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01may2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer reported cycling the unit for 4 hours without the error recurring. The customer believed a coat draped over the unit caused the alarm. The fse recommended that the customer stress the blower while monitoring the pneumatics screen. The customer was also provided with revision k of the service manual. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit declared an error blower temperature high alarm. The device was in use at the time of the event; however, there was no patient harm. Event date not specified: estimate used.